Manufacturer narrative:
The device was received for evaluation. Visual inspection of the actual sample showed no anomaly. An underwater air leak test was performed and a leak was observed at the level of the set access pre-pump pod. This component is manufactured by a vantive external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing, and the issue is being further investigated. Nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned oxiris set, a leak from the access pre-pump pod was observed. No additional information is available.